Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a whipple procedure the surgeon was using the device to dissect tissue when the tip broke off. The tip was retrieved and taken out of the sterile field along with the device. A second like device was used to complete the procedure with no patient consequences reported.